Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Salesforce case # (B)(4) npi 8110 error 356.6710. Digital sensor- failure. Force sensor assy- failure. The customer stated that there was no patient involvement. Upon power the unit, the unit has a 356.6710 error. Sn (B)(4). Failure device type: alaris system instrument. Failure problem type: 8110. Failure mode: troubleshooting/ error codes. Case resolution: had the biomed read the error log sequence for this unit. The error log had a 356.6710 and field1 (B)(4). I let her know that this is related to the plunger detect failure and would have to be replaced. Gave number of force sensor board and transferred to com for ordering.